Event description:
Subsequent to the previous medwatch report filed, maude report #(B)(4) was received stating: "starclose did not deploy. No harm to patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arteriotomy closure of an unknown artery was attempted using a starclose se device after a peripheral vascular procedure. Reportedly, the device did not deploy. The method of achieving hemostasis was unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.